Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: unexplained "por" events observed in black box on complaint date. The pump powers with returned battery cap to a audible tone, vibration alert but the display remains blank. Battery cap is able to fully tighten. Battery compartment intact. Removed pump case. No evidence of moisture or loose components inside pump. Further visual inspection shows soldered connections on power pcb shorted at j10 and j21. Checklist steps failed due to blank display. Blank display due to shorted connections on power pcb.